Manufacturer narrative:
This batch of screws presents no manufacturing defect. Everything conforms to specifications. In the absence of additional information and in the impossibility of recovering the screw for expertise, the cause of these breakage is not determinable.

Event description:
(B)(4). "In tibial fixation, while interring ligafix in tunnel (ø 9mm), at the beginning of screwing, it just broke..."